Event description:
A report was received that a patient underwent a pocket revision because, the pocket site was bruised and the patient had discomfort. The physician relocated the pocket site and although the device was working and the patient had no sign of infection, he chose to replace the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. This is the final report.